Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was ¿loose and broken away from the instrument.¿ no known impact or patient consequence was reported. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs tip cover did not have a cut or tear. No arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool was used. The lubricant was not applied to the mcs instrument prior to the tip cover installation. The instrument did not collide with any other instrument or tool during the procedure. The tip cover accessory fell inside the patient¿s anatomy, and it was retrieved during the same procedure. No additional surgical procedure was performed to remove the fragment. The customer used a backup mcs tip cover accessory to resolve the issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to found to have tearing at the mouth where the scissor tips exit causing the tip cover to appear loose. The tear was axially aligned with the tip cover and measured approximately 0.053" in length. There was also a scratch near the mouth of the tip cover that measures 0.071". There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis.